Event description:
It was reported that on (B)(6) 2024 during an eviva procedure, the customer reported that metal flakes were observed in the patient´s wound. Two devices were used, and one was from hologic. The incident happened during a mammography biopsy and upon completion of biopsy radiologist noticed something sticking out of the patients wound. The radiologist removed what appeared to be a small metal piece and under that piece there was another one. The technologist performed an x-ray on the specimen item and it appeared to be metal. The post images showed 2 more pieces of metal that remained inside the patients breast. With this procedure the radiologist made an incision to the breast using a disposable scalpel and the biopsy device needle went inside the breast. When the device was inserted the shards were present as was shown on imaging captured by the mammography unit. The scalpel was not retained and no chips or breaks were observed at the needle. It could not be confirmed the origin of the metal pieces. One looked triangular, 3 out of the 4 pieces were removed from the patient. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.